Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through additional follow-ups, the following information was provided. Reportedly, the surgeon performed a follow-up examination on the patient, and reported that all drops were discontinued. Per report, the intraocular pressures (iop) were well controlled with a few cells noted in the anterior chamber (ac) of the operative eye. However, the eye was not red or photophobia, and there were no other symptoms present. The patient will continue to be monitored through regular follow-up examinations.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Uveitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, patient anatomy likely contributed to the reported event. MFR# reference: (B)(4).

Event description:
Initially, the surgeon reported that a patient with known history of plateau iris presented at 5-6 months postop with inflammation following a trabecular micro bypass stent system procedure. Per report, patient anatomy contributed to the reported event. Through follow-up, the surgeon reported that patient underwent an uneventful left eye cataract procedure followed by stent implantation. The reported inflammation was characterized as uveitis. Per report, the surgeon believes that potential local inflammatory reaction from the stent being in direct contact with peripheral iris contributed to the reported inflammation. The patient was reported on topical steroids to address the inflammation. The report indicated that the surgeon will consider explanting the stent if the inflammation persists. Additional information has been requested, and the patient is expected to returned for follow-up examination per most recent update.